Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The logs also show an increase in bg after the infusion set change, confirming the statement by the mother of a bent cannula preventing insulin delivery leading the high. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 4/25, a patient's mother reported that the patient experienced hyperglycemia due to a bent cannula. The agent followed up with the mother who stated she drove the patient to the ER as their bg was over 700 mg/dl. The patient was treated in the ER which lowered their bgs into range. The patient was discharged from the ER later that night. The patient remained connected to the ilet while at the ER.